Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their unit was not working. The patient stated that they thought the battery was dead. No patient symptoms were reported and there were no complications. Indication for use is spinal pain. Additional information from the patient on october reported the date when they started to experience the issue of the dead battery was just really after they fell. The patient reported the circumstances that led to the dead battery was having problems with their coverage and the stimulation. The patient stated the steps taken to resolve the dead battery were they called a manufacture representative (rep) and seeing the healthcare professional (hcp). The patient noted the dead battery was not resolved yet. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with the implantable neurostimulator (ins) reported they fell on (B)(6), 2018. The patient clarified the problems with stimulation was not feeling complete stimulation on the left back and sides were uncomfortable in the rib and pelvic area. The patient noted they had continuous appointment with pain clinic. Additional information from the patient on (B)(6) reported the battery started really acting up after the fall. The patient noted the circumstances that led to the dead battery on the implanted device was the patient thought just sometimes didn¿t or it didn¿t seem to charge correctly. The patient noted the steps taken to resolve the dead battery were they charged it. There were no further complications that have been reported as a result of this event.